Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside to the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was unable to perform occlusion and the excessive no delivery test due to motor error alarm. No unexpected pump reset, audio/beep or moving number anomaly noted. No letter on screen, or display anomaly noted. The insulin pump was unable to verify for alarm due to over written pump history file. The insulin pump was unable to perform unexpected restart test due to constant motor error alarm. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The insulin pump would go up to the number six. The customer experienced a low blood glucose level. He was able to complete the rewind sequence. His actual blood glucose level was not reported. The customer might have seen a motor position encoder error on the insulin pump's screen. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.